Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.